Manufacturer narrative:
Follow-up attempt was made to request for additional information and response is pending from the dentist. Additional follow-ups will be done to obtain more information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction using the comfort splint device.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: it was unknown the device was returned or not for investigation. Investigation results: no DHR was available for review since the device was fabricated per physician's prescription only. The device was not returned for investigation. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). ·for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. ·for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. ·for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. ·the test article showed nonirritant to the oral mucosa as compared to the control article. ·the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.